Event description:
Infusion nurse, (B)(6), was administering a chemo drug with the tubing attached and noticed that the tubing was missing the 2 connectors on either side of the blue plastic shield. When the nurse noticed the faulty tubing, she was administering the 0.9% sodium chloride fluid prior to the start of the chemo infusion. There was no injury to staff or patient with the leak of the fluid. She notified the pharmacist that prepared the IV chemo and alerted him to the faulty tubing that was dispensed from pharmacy attached to the IV bag.